Manufacturer narrative:
A portion of the lead was returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned lead segment was analyzed. Electrical measurements were performed which confirmed the segment was electrically an open circuit on the negative df cable. Microscopic inspection of the yoke noted the df cable was separated at the proximal side of the connection block inside the yoke. A portion of the cable was still properly captured in the block. Further inspection of the cable near the separation area was performed with scanning electron microscopy (sem). Sem analysis found evidence the cable had separated due to a ductile fracture, consistent with excessive force greater than the breaking strength of the df cable. Analysis concluded the separation was most likely induced during the procedure.

Event description:
Boston scientific received information that, during a device replacement procedure, this right ventricular (rv) lead had a normal shock impedance measurement prior to disconnecting the old device. Once the lead was connected to the replacement device, the shock impedance measurement was greater than 125 ohms. Several troubleshooting steps were taken, but the measurement was still out of range. The old device was reconnected and a high voltage shock impedance measurement was performed, resulting in a normal impedance measurement. After reconnecting two different replacement devices, the lead impedance was again out of range. The lead was severed and partially abandoned. No adverse patient effects were reported.